Manufacturer narrative:
The initial reporter's facility name: (B)(6) medical center. The reported event was inconclusive because the investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: d, e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the silicone sure step foley closed system catheter was in the patient. Registered nurse trying to discontinue foley catheter, but difficulty with balloon. And was able to discontinue foley after balloon manipulation. When catheter was out of patient, noticed holes in the foley balloon. Per additional information received via mail on 07jul2025, foley slipped out during foley care. Balloon was deflated. Dc'd catheter. Reinflated balloon with 10cc ns to check for leak and found water was squirting out from inside the of the catheter. Notified charge nurse. Foley bagged, labeled, and place in soiled utility room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the silicone sure step foley closed system catheter was in the patient. Registered nurse trying to discontinue foley catheter, but difficulty with balloon. And was able to discontinue foley after balloon manipulation. When catheter was out of patient, noticed holes in the foley balloon.